Event description:
On the third insertion into the popliteal, resistance was encountered. The physician twisted the shaft of the catheter to ease over the horn and the nosecone tip separated from the catheter. The physician was able to retrieve the tip without further complications. No pt complications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.